Event description:
During preparation for cardiopulmonary bypass surgery, the flow rate module displayed a "backflow" error message once the device was powered on. An alternate device was employed. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.